Event description:
Patient was being treated for left ica aneurysm by placing penumbra coils 400 through a penumbra pxslim90 microcatheter. The physician successfully placed the first five coils, and had positioned half of the sixth coil into the aneurysm when the coil unintentionally separated from the pusher while being repositioned. While aspirating with 20 cc syringe through the microcatheter and drawing back on both the microcatheter and the coil pusher, the coil broke inside the catheter. The proximal half of the coil was successfully removed. However, the distal tail of the coil, which was stretched as shown by low density in imaging, was stented with a neuroform 4.5x30 stent. Previous to this incident, the physician had attempted to place the same coil that broke in different aneurysm in the patient. The coil was removed, re-sheathed, and placed on the back table for use later in the case. While embolizing the second aneurysm the coil was reused, and it was at this point that it broke in the patient.

Manufacturer narrative:
Results: the pusher assembly returned with the proximal pet lock in place. The pusher assembly has the coil proximal constraint ball in the (ddt) distal detachment tip with a piece of the broken stretch resistant (sr) wire. The coil sr wire is broken and the coil is deformed. The pusher assembly and coil are non-functional. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates the coil unintentionally detached in the microcatheter when attempting to remove the coil and reposition it in the patient. The complaint also indicates that the coil was broken and a piece was stented inside the artery. The coil appears to be intact other than the broken sr wire. If the force placed on the coil during manipulation and placement in the patient, exceeds the tensile strength specification of the material, this will likely cause the coil to break. In addition, the coil was further damaged when the physician attempted to retrieve the coil. The root cause of this issue was likely excess tension placed on the coil sr wire when attempting to pull back and reposition the coil. All tested units from this lot met the specification for tensile strength. There is no indication of a device malfunction. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.